Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison test was performed. The surestep meter read 200 mg/dl and the hcp meter result was 105 mg/dl. The reporter did not have any symptoms.